Event description:
Further information was received stating that the patient¿s pulse generator had been disabled on (B)(6) 2015. The patient was not discontinued from the vns study. X-rays were taken and were reported by the physician to show lead discontinuity.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received indicating that the pulse generator was never disabled.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). X-rays were taken and sent to manufacturer for review. It was reported that no adverse events have occurred. Review of x-rays did not identify any obvious discontinuities with the vns system. The patient was referred for surgery. No known surgical interventions have been performed to date.

Manufacturer narrative:
Evaluation codes; corrected data: the previously submitted mdrs inadvertently provided the wrong evaluation codes for the event.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015 due to high impedance. The explanting facility will not return explanted lead to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Further information was received stating that further review by the healthcare professional found the x-rays to be unremarkable.